Event description:
It was reported the camera head's lens had damage on the outside. It is unspecified when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the camera cable had a hole and was flooded, and the image had noise and pixel defects. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head's lens had damage on the outside. It is unspecified when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.